Manufacturer narrative:
Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the account was trying to take an image, but the mobile view station (mvs) would not boot. The system was previously on. It was confirmed that the mobile view station (mvs) was plugged in to a known working power source. Additional information was received stating that during the procedure the doctor had already put in two screws on the left side. They had already done a spin with the imaging system prior to putting in those screws. The doctor needed to move the percutaneous pin (reference frame) to the left side of the patient and do another spin. When the radiologic technologist went to go get the imaging system to bring back in the room he notified us that the mobile view station (mvs) was not turning on. During this time the patient was still under anesthesia and the doctor was finishing putting in the rods on the left side. The delay of using the imaging system was over 1 hour. After the biomed had replaced the fuses in the mobile view station (mvs) the green light came on and the system booted up. While the patient was still under anesthesia they were able to go back in the room with the imaging system and do another spin. The imaging system spin was completed and the images transferred. They proceeded to navigate the case and finish putting in the two screws on the right side of the lumbar spine. It was confirmed that the f11 and f12 fuses were replaced and the case was able to continue and finished that day. There was no impact on patient outcome.